Manufacturer narrative:
(B)(4). Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm. The power management tool confirmed low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to problem isolated on the pcba 1. No broken belt clip rails was found during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump getting low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.